Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer's father stated they purchase a new pack of batteries and tried one of those batteries, pump did not power on. The customer's father is unable to troubleshoot for blank display because the patient had the device and will come home in about an hour. Customer's will call back once they have the insulin pump.